Event description:
It was reported that the pt was experiencing more pain than normal in right leg. The pt stated the device was alarming. The pump device contained fentanyl, bupivacaine, and baclofen. The device was explanted and replaced on (B)(6)2010. Motor stalls were noted by the pt's health care provider. No pt injury was noted. The pt recovered without sequela. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4): the pump has been returned to the MFR for analysis. A follow-up report will be sent when analysis is complete. Reason for late MDR due to implementation of process improvement.